Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the customer was admitted to the intensive care unit (ICU) due to an elevated blood glucose (bg) level and high ketone level. A healthcare provider identified the ketone levels as dangerous. Customer¿s continuous glucose monitor read ¿high¿, however, a specific bg value was not provided. A manual insulin injection was administered to address bg level prior to arriving at the ICU. The customer was treated with intravenous fluids of saline and insulin to address the elevated bg. Reportedly, the customer was released on (B)(6) 2023, with the issue resolved and no permanent damage. System check with tandem technical support confirmed the pump was functioning as intended. Reportedly, it was reported that an unspecified malfunction alarm occurred. Multiple attempts were made by tandem technical support to obtain additional information; however, the customer did not respond.